Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that fatigue and maintenance are the most likely causes of the reported failure. If the heat compound was not applied, the main lamp would begin to deteriorate early as a result of finger exposure on the glass surface. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Initial reporter occupation: endoscopic technician. The customer called in to report their issue to olympus technical assistance center (tac) personnel. Tac performed a few trouble-shooting options with the customer but those were ultimately unsuccessful. At that time the customer was planning to return the device for evaluation. However, she later called back and stated that she tried switching out the lamp and heat sink assembly and noted that the issue follows the lamp. Tac advised that the lamp was likely incorrectly installed and the customer would need to replace the lamp. Tac went on to provide the customer with the proper lamp replacing instructions. At this time, the device is not scheduled for return. Should additional information be provided prior to the investigation conclusion, a supplemental report will be submitted.

Event description:
The customer reported that the main lamp of the evis exera iii xenon light source will intermittently not ignite, causing the spare lamp to turn on. According to the initial reporter, they recently replaced the lamp with another olympus lamp. The initial reporter confirmed that the intended diagnostic procedure was successfully completed using the same set of equipment as the back-up lamp provided sufficient lighting. There was no patient impact, and the patient's overall outcome was 'good'.